Manufacturer narrative:
Device was received with partially broken reservoir tube lip, missing retainer and missing reservoir tube o-ring. A test reservoir was installed and did not lock in place due to missing retainer. Device passed the rewind test, prime test, basic occlusion test, force sensor test, self test, sleep current measurement, and active current measurement however, unable to perform the displacement test and occlusion test due to missing retainer. No unexpected battery failed alarms or hardware low level failures error noted during testing however, hardware low level failures error confirmed in the downloaded history file due to broken pin trace on the keypad assembly.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that their insulin pump had hardware low level failure alarm. The customer¿s blood glucose was 300 mg/dl. The customer was treated with the manual injection. The insulin pump had failed battery alarm. The customer reported that the pump error was occurred at the time of self test. The customer reported that they were able to successfully clear the alarm. The customer was able to complete insulin pump rewind. The troubleshooting was declined for high blood glucose. The customer was not need to troubleshoot for failed battery test due to pump error. Fill cannula was not recorded in daily history. The insulin pump will need to be replaced and revert to backup plan. The insulin pump will be returned for analysis.